Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the customer called to report a capsule failure to attach. There was no harm to the patient but a repeat procedure was necessary due to the event. There was nothing unusual about the patient or the procedure itself that led to the failure. An endoscopy was not performed.